Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure. It was reported that the set screw slipped during insertion into the bone screw. The set screw was removed and replaced. No patient complications were reported.